Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Reporter is a non-healthcare professional. (B)(4).

Event description:
The primary surgery was performed via tha (date of primary surgery was unknown). The revision surgery was performed on (B)(6) 2013 by replacing the cup, the liner, the head, the stem with the sleeve due to armd. Although there were no abnormal findings on the sliding surface, corrosion and black abrasive powder existed on the trunnion.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.